Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product not returned. Data logs show sudden placement signal not reliable alarm. This matches the pattern for damaged fiber. The root cause of the optical signal issue is most likely a damaged optical fiber line but the exact cause and location of the damage cannot be determined due to no product returned and lack of clinical information. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient with acute myocardial infarction and cardiogenic shock. During use, the device experienced placement signal not reliable alarms. Despite this, the impella continued to provide effective hemodynamic support, and its function was not affected.